Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a shaft break, located approximately 242mm distal from the catheter' strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during an angioplasty procedure failure to cross the lesion occurred. The lesion being treated was located in the left circumflex artery. Using an unknown guide wire, the physician implanted two promus element stents. Then the physician advanced a 2.75x38mm promus element stent delivery system (sds) to the target lesion. However, the there was a lot of resistance and the sds was successfully removed. The procedure was completed with a different device. No complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft break.